Manufacturer narrative:
Image review: one intraprocedural fluoroscopic media file was reviewed. Three images from the patient¿s executive summary were available, which allowed partial anatomical assessment. The patient¿s aortic annulus appeared to have protruding calcium extending to the left ventricular outflow track. The annulus perimeter measured 78.7mm with a perimeter derived diameter of 25mm suggesting a 29mm valve. Fluoroscopic valve load inspection was not provided for review; however, it was documented that crown overlap was visible under fluoroscopy to node 4 which would be considered a misload. Overlap prior to node 4 is considered a good load; overlap at node 4 and beyond is considered a misload. As stated in the instructions for use (IFU), if a misload is detected, do not attempt to reload the bioprosthesis. Do not use the entire system. The valve, catheter, loading system, loading tray, and saline must all be replaced with new sterile components. The event description suggests that the valve was attempted to be implanted. During the valve implantation attempt, significant under expansion and an infold were visible. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. If an infold is identified, the valve should be recaptured, removed from the body, and not used. New sterile components must be used. It was reported that the infolded valve was recaptured, removed, another pre dilation of the aortic valve was performed and a new valve was implanted. Updated h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (lot: 0013044252); product type: 0195-heart valves; implant date n/a; explant date n/a product ID l-evolutfx-2329 (lot: 0013071651); product type: 0195-heart valves; implant date n/a; explant date n/a select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implantation procedure, crown overlap was visible under fluoroscopy to node 4. Pre-dilatation was performed with a non-medtronic 20 millimeter balloon prior to introducing the valve. During the first deployment attempt, the valve did not expand. The valve was recaptured and withdrawn from the patient and a new medtronic valve was loaded into a new delivery catheter system (dcs). A second pre-dilatation was performed with a 22 millimeter non-medtronic balloon. The valve was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Upon analysis of the concomitant device, the delivery catheter system (dcs) capsule was retracted via rotation of the actuator, and the valve deployed with an infold. Updated: b5, h6, h11. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implantation procedure, crown overlap was visible under fluoroscopy to node 4. Pre-dilatation was performed with a non-medtronic (vacs ii) 20 millimeter balloon prior to introducing the valve. During the first deployment attempt, the valve did not expand. The valve was recaptured and withdrawn from the patient and a new medtronic valve was loaded into a new delivery catheter system (dcs). A second pre-dilatation was performed with a 22 millimeter non-medtronic (vacs ii) balloon. The valve was successfully implanted. No patient complications have been reported as a result of this event. Additional information was received that a procedural delay of approximately 10 minutes occurred as a result of the infold. Per the physician, the patient's aortic calcification contributed to the infold.

Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, the valve was returned loaded inside the delivery system. The valve was removed from the delivery system and forwarded to the santa ana return product analysis lab. The valve was received in a heart valve return kit jar, fully submerged in a cloudy 0.2% glutaraldehyde solution. The valve was discolored, showing evidence of blood contact. The valve appeared crimped, with the valve tissue appearing desiccated. All leaflets exhibited signs of desiccation, creases, and frame imprints. These conditions may be associated with the valve being crimped inside the capsule of the delivery system for an unknown duration. The leaflets were stiff yet slightly flexible. Thrombus was observed on the commissures. All leaflets were in the closed position. All commissures were intact. There were no signs of frame da mage. The valve was submerged in body-temperature (approximately 37 °c) saline bath. A validated production inspection frame fixture was used to verify the frame size diameter. The frame expanded; however, it retained a compressed state. It is possible that the compressed state may be associated with the valve being loaded inside the delivery system for a duration of time. Due to the receipt condition, a sizing and deployment simulation to evaluate against the alleged sizing and infold event could not be performed. Updated: d9, h3, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Corrected data: h6. Removed annex a device code a040606 from this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.